Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the knobs are broken. During the evaluation of the device, the CPAP and peep knobs were found to have been impacted. The damaged knobs were replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device had broken off knobs.